Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).